Event description:
The actual residual pump volume (40 ml) was greater than the expected volume (5.5 ml). The pump event logs noted a motor stall and recovery following an MRI. Troubleshooting was planned. There was a therapy or medical problem; the details were not provided. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).